Manufacturer narrative:
(B)(6). Investigation summary: our manufacturing facility was provided with two samples for investigation. Upon examining the product, we were able to verify the presence of white particles inside the syringe. A batch history review showed no non-conformances associated with this issue during the production of reported batch 1807266. Through our investigation the particles were identified to be composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. The appropriate personnel are looking further into this issue and corrective actions are being initiated in order to prevent reoccurrence. Investigation conclusion: through our investigation the particles were identified to be composed by lubricant from the syringe barrel. This lubricant is included in the plastic formulation and it is inherent to the design and function of 2-piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity remains inside to allow a good sliding performance during the injection operation. The presence of particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required. Root cause description: particles composed by lubricant, which is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes.

Event description:
It was reported that a 10ml bd discardit¿ ii syringe had, " macroscopically visible impurities in the syringe plunger."